Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 23-aug-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 60 mg/ml hydromorphone at minimal rate. The reason for use was spinal pain. It was reported that the catheter migrated. It was pulled out of the intrathecal space and moved into the epidural space. It was unknown when the issue occurred. The rep stated they are doing a catheter revision on (B)(6) 2018. The distal portion had 42.9 cm added. The caller wanted assistance with priming the new portion of the catheter. They were not able to prime due to minimal rate. It was reviewed that they can not prime in min rate and then reviewed the options. The issue was diagnosed via dye study. The caller was to follow up with the hcp. The hcp would like to keep the patient at minimal rate and not perform a priming bolus. There were no symptoms reported. There were no further complications reported/anticipated.